Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. See manufacturer narrative.

Event description:
It was reported to service that the device had accuracy - unknown (volume, temp, pressure) issue. Upon further investigation there was patient involvement. It was reported that the patient had a blood glucose level of 258, then 271. Patient was started on an insulin drip at 4.2 units/hr. 1 hour later patient's blood glucose was 137. Then, blood glucose rose 147. Nurse went to adjust the insulin pump and found the insulin bag was empty but pump said only 6.30ml infused. There were patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Additional information : imdrf annex a, g, b and c grids, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Omit : b17 - device not returned, c20 - no findings available.

Event description:
It was reported to service that the device had accuracy - unknown (volume, temp, pressure) issue. Upon further investigation there was patient involvement. It was reported that the patient had a blood glucose level of 258, then 271. Patient was started on an insulin drip at 4.2 units/hr. 1 hour later patient's blood glucose was 137. Then, blood glucose rose 147. Nurse went to adjust the insulin pump and found the insulin bag was empty but pump said only 6.30ml infused. There were patient involvement but the information on patient impact is not known.